Event description:
It was reported that during a laparoscopic gastric bypass, when attempting to reload the jaw, it would not spring open. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.